Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. In additions, a cause for the reported unchanged mr cannot be determined. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as an additional clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Codes 4012 and 4614 were removed and codes 2983 and 4641 were added.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4 and a restricted posterior. An ntw clip (31129r1091) was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to remove. After troubleshooting, the clip was deployed. To further reduce mr, an additional ntw clip (31206r1083) was inserted, but after several grasping attempts, a small tear was observed the anterior leaflet. The second ntw clip was deployed. Mr remained a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.